Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the coupling screw for proximal femoral nailing system (tfna) was stripped and no longer works with helical blade inserter/lag screw inserter. They opened a second tray for a new coupling screw. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: unknown insertion instruments: trauma (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 e4 h3, h6: part: 03.037.026 lot: 9569645 manufacturing site: bettlach release to warehouse date: 16.july 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the helical blade/screw coupling screw (p/n: 03.037.026, lot number: 9569645) was received at us customer quality (cq). Visual inspection of the complaint device showed that the proximal threads are damaged. No other device damage was noted. The damaged threads are an end of life indicator for the device. Investigation conclusion: this complaint was confirmed, as the proximal threads are damaged and would contribute to the complaint condition of being unable to assemble with a mating device. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.